Manufacturer narrative:
Lead screw movement during dial. Base line functionality test : failed. Displacement dose accuracy: failed. The pen was cut open to expose the electronics housing and the encoder. Dust and abrasions was found the dose knob. Which caused the leadscrew to retract/extend when dialing serial number: (B)(6). Lot number: b0442. Software version: 3.8.5. Color: blue. Battery life remaining: <10 months. First bond date: (B)(6) 2023, initial battery %: 88. Last bond date: (B)(6) 2023 last battery %: 86. User mobile device: na, android/ios: na. Testing mobile device: galaxy s21 5g, android: 13. Customer reports screw is not moving as intended. Per visual inspection: no physical damage noted to cartridge holder and inpen front and back shell. Inpen paired to the commercial app. Inpen manufacturing app is pairing. However, unable to perform functional test due to screw is retracting back during dialing. Pending further investigation performed in (B)(6) location. Leadscrew anomaly confirmed. In conclusion per san diego analysis: lead screw movement during dial. Base line functionality test : failed and displacement dose accuracy: failed. The pen was cut open to expose the electronics housing and the encoder. Dust and abrasions was found the dose knob. Which caused the leadscrew to retract/extend when dialing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported inpen screw movement issue and found the screw was not moving as intended. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue the use of the inpen. The inpen was returned for analysis.